Manufacturer narrative:
The insulin pump received with stuck in full black segment display after counting down to number seven due to faulty component on the interface board. No blank display noted. Unable to verify for battery error or perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test due to stuck in full segment display. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 9.1mmol/l. The customer stated the pump went in black and has continued to do so. The customer insulin pump will be replaced due to customer dissatisfaction.